Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not recognize the power source and charge normally when plugged into the wall adapter. There was no impact to the customer's blood glucose level. The customer plugged the pump into another wall adapter and the pump was able to charge successfully.